Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, prior to a robotic laparoscopic cyst removal procedure, the endoscope image began flickering when connected to the storz system. The endoscope was exchanged, but the problem recurred. After restarting the storz system twice, a yellow error showed stating the storz system was not recognized. After restarting the entire system, the storz system was still not recognized. The settings were reset from the endoscope and the problem was resolved. Despite the issue being resolved, the operation was done open due to concerns over the time it took to look after the problem and concerns over whether the problem was solved for certain. The overall delay took over 30 minutes. The incision was extended by more than 1 inch (2,54 cm) in order to do the surgery open.

Manufacturer narrative:
This supplemental report is to provide the correct report date on b4. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was not returned to the manufacturer for inspection. During the investigation without product, a review of the document "event summary report" provided by customer was performed. No other investigation step could be examined. According to the description in this report, the exchange of two endoscopes (no article number was provided) solves the problem and the unit is now still working. It is assumed by the investigators, that the issue is with the camera head cable which may has dirt on the connectors or may have a short cuts and therefore have no correct connection to to the interface module. The interface module is not reported, the image 1 s connect therefore was reported as an involved product. The endoscope cannot be directly connected to the tc200, therefore an interface module is needed to obtain a complete image chain. The IFU is stating this "failure of products" clearly. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).